Event description:
According to the complainant, during procedure prepping, the prolieve system's anchoring balloon appeared to have a "hole" in it. The physician successfully completed the procedure with another prolieve thermodilatation kit. No patient complications were reported as a result of this event. The patient's condition was reported as "fine."

Manufacturer narrative:
The lot number for the prolieve thermodilatation kit is not known; therefore, the device manufacture date and expiration date cannot be determined. A visual examination of the returned device revealed a vertical tear along the length of the anchoring balloon. Water began leaking from the anchoring balloon when added to the compression balloon. There were no other visible signs of damage or imperfections. The customer's complaint is confirmed.